Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas alleging that the basal insulin is not being delivered. At the time of concern, the patient had elevated blood glucose reading of 300 mg/dl with no symptoms or ketones. The reporter felt that the patient¿s elevated blood glucose began after he went swimming on (B)(6) 2013. There was a hole in the keypad at the time of concern. The patient has come off of the insulin pump therapy per the doctor¿s recommendation. The subject pump was requested back for investigation. This complaint is being reported due to the unresolved insulin delivery issue. The patient did not have any symptoms or blood glucose readings that would suggest a serious injury.

Manufacturer narrative:
Follow-up # 2 date of submission 08/20/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/24/2013 with the following findings: during investigation, the pump history was reviewed and showed that the pump was not in use from 05/18/2013 at 12:47 until 05/19/2013 at 10:03 or from 05/19/2013 at 10:33 until 05/19/2012 at 20:55. There were no alarms or errors related to the complaint in the black box or alarm history; only typical usage was observed. A 29 hour flow accuracy test was performed and the pump was found to be delivering insulin within the required specifications. The issue of inaccurate delivery of insulin could not be duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.